Manufacturer narrative:
Description of problem or event: the infection was previously reported under MFR # 2916596-2019-02227, additional information was provided that stated the infection was known prior to that event. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Account reported patient was implanted with an hvad (non-abbott device) (B)(6) 2015. Additionally they reported that the patient was implanted with a heartmate 3 on the same date. However, the implant date on record with abbott for this patient was (B)(6) 2015. A chronic (B)(6) driveline infection was reported with an onset of (B)(6) 2015. This date is after the reported implant date but before our recorded implant date. Additional information was requested, but the account declined to provide any additional information. It is likely that the driveline infection was a preexisting condition and the heartmate 3 device was not a cause of the event. However, because of the conflicting information provided by the account the reported infection is being conservatively reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a chronic (B)(6) driveline infection of which the onset is dated (B)(6) 2015 and has been on antibiotic suppression. On (B)(6) 2019 that the plan for the patient is to ultimately work the patient up and list for a heart transplant. Per infectious disease specialists, the patient is doing very well. Wound cultures grew (B)(6) and the patient is stable on vancomycin. Per the patient's medical history chart, they were on doxycycline as well. The patient will recieve 4 weeks of IV antibiotic therapy through a PICC line. No contraindication to listing for transplantation. It was stated the patient has an infected device. The patient is listed for heart transplant. No further information was reported.

Manufacturer narrative:
Corrected data.

Event description:
The account reported the patient's infection started after lvad implantation.

Manufacturer narrative:
Section d4 and h4: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event